Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient was walking when her hip gave way. The femoral component fractured below the fenestration in the stem. Stem replaced with a cemented long stem."